Event description:
The metal tip of co's electrohydraulic lithotripsy probe came off in a pt's ureter as the surgeon attempted to reduce a stone. The tip could not be retrieved and remains in the pt with no apparent ill effects.